Manufacturer narrative:
Bibliography: seiffert, m., et al. Matched comparison of next-and early-generation balloon-expandable. Vol. 177. Eij-d-17-00546, 2017.

Event description:
As reported by the edwards affiliate in canada, a journal article titled, ¿matched comparison of next- and early-generation balloon-expandable transcatheter heart valve implantations in failed surgical aortic bioprosthesis¿ reported that post tavr procedure (exact dates unknown), two patients required a second valve.

Manufacturer narrative:
Exact date's of event are unknown.  The valves were not returned to edwards lifesciences as they remain implanted in the patients. Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular.  This intervention is performed to treat serious injury and/or prevent permanent impairment. With such limited information, the reason for the second valve deployment cannot be determined.  In this case, there was no allegation or indication a device malfunction contributed to these adverse events.  It is possible that, in addition to the procedure itself, unknown patient factors may have contributed to the events.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6) a journal article titled, ¿matched comparison of next- and early-generation balloon-expandable transcatheter heart valve implantations in failed surgical aortic bioprosthesis¿ reported that post tavr procedure (exact dates unknown), multiple patients required a second valve.